Event description:
The patient underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. The patient presented with a type ia endoleak at a f/u on an unknown date. Based on a review of available images, the presence of the type ia endoleak is indeterminate. There are patent lumbar vessels present that may indicate a type ii endoleak, which are not device related.

Manufacturer narrative:
Based on a follow-up communication received from the physician via the distributor on (B)(6) 2015, the patient returned for a re-intervention on an unknown date where an aortic cuff was placed at the level of the seal zone successfully resolving the type ia endoleak. The patient expired on an unknown date after the re-intervention of a myocardial infarction.